Event description:
During a laparoscopic surgical case the suction irrigator began to malfunction while in the rest position on the mayo stand. It first began to make noises as if the buttons were pushed and shortly after it began to smoke. Additional instances: [redacted date]-suction irrigator turned on and started ejecting normal saline without any buttons being pushed [redacted date]-suction irrigator started irrigating without suction and without pressing buttons while not in use. Batteries had to be removed. [Redacted date]-suction irrigator running by itself with nobody using it on the field. Prior to this happening surgical tech did notice some leaking fluid saline from the area around the red and blue button. Irrigator was not being used at the time, fluid was clamped so that it would not leak on field. Later in the case the irrigator started running. It was taken off the field and the wire attached to battery case was cut, but it still was running. The battery case was opened, and aa battery was disconnected. It was not reported as warm, hot or even smell anything. The field said they may have seen smoke, or it could have been vapors or condensation. Noted-meeting held with stryker reps on [date redacted]-they stated they would be releasing a statement publicly on similar events and what has been done to fix the concerns.